Manufacturer narrative:
No button error alarms were noted during testing. However the insulin pump had intermittent button response due to corroded keypad traces. The device had minor cracked lcd window, cracked case at display window corner, cracked battery tube threads, and cracked reservoir tube lip.

Event description:
It was reported that the customer had high blood glucose levels of 7.7 mmol/l. The customer reported a button error alarm from the insulin pump after bolus. The battery of the insulin pump was reinstalled and the insulin pump worked was working afterwards. The customer reported that they are afraid to use the insulin pump and would need a replacement. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.(B)(4)